Event description:
It is reported that a pt, who was using novopen 3 silver (insulin delivery device) and mixtard 30/70 (dual-acting human insulin) experienced hypoglycaemia and was treated with a hypo kit by the paramedics. It is stated that the pt found the dial on the device wobbly. The outcome of the event is reported as recovered completely. No further info about the pt or the event is available.